Event description:
A nurse reported following an intraocular lens implant procedure, the patient experienced fading vision possible ugh syndrome/ uveitis-glaucoma-hyphema (ugh) syndrome. The lens was later exchanged in a secondary procedure. Additional information has been requested and received which states right eye vision becomes extremely hazy intermittently. No patient harm noticed.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The lens was returned in a plastic bag on a surgical sponge. Solution was dried on the lens. One haptic was broken (possibly cut) in the gusset area (not returned). The optic is cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Qualified associated products were indicated. The viscoelastic indicated is non-qualified for the lens/injector combination indicated. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal 14.5 diopter lens was exchanged for a non-company monofocal lens. Due to the exchange of a monofocal lens to a multifocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).